Manufacturer narrative:
12/18/1997: g1-manufacturing site information corrected and provided.

Event description:
Implanted catheter became kinked, necessitating revision. Following revision, the pt developed an infection which progressed to meningitis. Pt is now paraplegic, which the physician feels is due to his episode of meningitis. The device has been explanted with no further info available on the pt at this time.